Event description:
The tape inside eent pack I that keeps the blue wrap together was torn at the perforation. The outer package seems to be unaffected. Anything that affects the integrity of a sterile package, we are to deem unsterile. The or staff removed the package from the or. I am told this has happened 3 other times to this pack, but they did not save the items.